Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable results. Customer called two times very upset and uncooperative. Caller claiming the meter is giving erratic readings is very dangerous and could really hurt someone. She stated meter gave back to back readings of 300, 278, 249 and 49. Rep 1 attempted to help her but she stated she is a doctor and she knows what she is doing. Rep tried to transfer the call to a specialist and while on hold I heard the caller say she was going to report us to the FDA and hung up. Customer called back and talked to rep 2 making the same claim of erratic readings and requesting refund. Unable to gather more information and unsure if the customer was using proper technique or storage.